Event description:
It was reported that the lead was partially capped due to elevated thresholds. The defib portion of the lead is still functioning. The patient had a history of autoimmune type problems which was believed to have contributed to chronic high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.